Manufacturer narrative:
H3: visually, the inner shaft was dislodged from the inner hub and not returned. There were indentations in the chevrons on the proximal end of the hub and deformation in the outside diameter of the distal end of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.361 inches in the deformed area which was out of specification. There were traces of wear in the hub bushing. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, m5 handpiece was not taking insert. There is no patient involved in this event. Analysis found that the broken bur was stuck in the device.